Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The customer had been experiencing high blood glucose levels for two weeks. The customer stated that she ran out of insulin prior to the event. The customer was unable to troubleshoot as she did not have a battery for the insulin pump. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.